Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. The device was discarded by the hospital, so a complete investigation could not be performed and he complaint could not be confirmed. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal the delivery tube, which is attached to the device hub, came off when the customer pressed the plunger to deploy the seal into the aorta. The seal did not deploy into the aorta. A replacement unit was used to complete the procedure. There were no pt effects reported. The product was discarded.